Manufacturer narrative:
All available information was investigated and the returned device analysis confirmed the reported gripper actuation issue. It was observed that one gripper arm was pinched by the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation appears to be due to the gripper arm being pinched by the harness as the gripper was able to be lowered once the harness was released from the gripper cover. The observed gripper arm to be pinched by the harness resulting in the single gripper actuation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however it was noted one gripper failed to lower. Troubleshooting was unsuccessful therefore the cds was removed. Another clip was implanted without issue. A third cds was advanced however the same issue occurred with the gripper therefore the cds was removed. Another clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.